Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the infusion set tubing. The customer's blood glucose levels ranged from 56 (mg/dl) to 260 (mg/dl). Reportedly, the customer to change pump supplies to resolve issue, and continued using the pump for insulin therapy.